Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: curved opening, fold creases, wear abrasion. A leak test was performed and was found one opening. A microscopic analysis identified: broken plug strap with sharp edge assessed as unidentified(tear) opening and curved striated opening along the posterior and radius side assessed as surgical damage. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a broken plug strap with sharp edge assessed as unidentified(tear) opening, a curved striated opening assessed as surgical damage, and visual analysis identified fold creases, wear abrasion.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.